Event description:
New information received notes that the lv lead failed to pace and sense.

Event description:
New information received notes that loss of capture due to lv lead dislodgement was observed. The patient was stable throughout the lead replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that capture issue was observed on the left ventricular (lv) lead. The lead was capped and replaced on (B)(6) 2021.